Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v550364, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. Product ID: 3093-28 lot#: v550364, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a gradual loss of therapeutic effect. They had been leaking more and had to buy more pads. Additional information received reported there was no stimulation sensation, but was not sure when it occurred as patient did not normally feel it. The battery was reportedly depleted, but the patient was unsure when it occurred suggesting ¿quite a while.¿ ten days prior to the report the patient tried to use the controller and showed that the device was dead. The patient also had embarrassing accidents in restaurants that started 4 days prior, though noting first episode 10 days prior. Additionally, the patient had chronic back pain. The doctors qualified replacement of the dead battery. A foot injury was reported for (B)(6) 2015 which required antibiotics, crutches for a month, cane, and physical therapy. Additional information was received. The patient reported that prior to the battery depleting, the healthcare provider tested the wire and said the patient wasn't getting a signal. It was noted the battery depleted normally and they had the implant replaced (B)(6) 2015.